Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the infusion set and treated with insulin pump, customer woke up with low blood glucose. Customer is now experiencing high blood glucose all day. The first reading was 480 mg/dl, customer treated with 20 units of insulin. Five hours later the blood glucose reading is 430 mg/dl. Customer changed the infusion set and infusing 2 units every two hours; the blood glucose is not going down. There must be something wrong with the transmission. Customer stated that she will to the emergency room. The current blood glucose reading is 347 mg/dl. Customer treated with insulin pump. Customer is thirsty and has a headache. Nothing further reported.